Event description:
Pt reported pump issue where pump is taking longer than normal infusion time. Spring is not properly working. Pt will not miss any infusion due to this (no missed dose). Xembify indication: common variable immunodeficiency, unspecified. Pharmacy replaced device. Unknown serial number and expiration date. Unknown if adverse event occurred due to product issue. Unknown if device available for return. No further info/details or dates available.